Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Tech states the provider alleges the right caster is locking up against the drive wheel, stopping the drive wheel.